Manufacturer narrative:
Manufactures investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline (dl) cut at the nipple housing of the pump and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was cut at the flex section and returned detached from the pump¿s inlet port. The outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, visual examination of the rotor revealed that a red, tissue-like thrombus formation was adhered to one of the rotor blades. The deposition was denatured, suggesting that it was present while (B)(4) was supporting the patient. Origins and duration of time that the formation was present in the pump could not be determined. A root cause for the development of this formation could not conclusively be determined through this evaluation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient seen in clinic (B)(6) 2018 with shortness of breath (sob), fatigue, edema. Labs were notable for lactate dehydrogenase (ldh) 447 u/l (baseline in the low 100s) and plasma-free hemoglobin (pfh) 41 with international normalized ratio (inr) 2. Patient was admitted. Flow 5.8, speed 9,800rpm tte done. Pt started on heparin infusion. Warfarin held. Diuresed with infused (IV) lasix and metolazone. The patient was not on aspirin but was on octreotide due to history of gastrointestinal bleeding (gi). Ldh continued to rise to 500s-700s. Urine color was amber. CT surgery was consulted and restarted patient on aspirin. Cta not done due to elevated creatinine. The patient continued to feel poorly and complain of fatigue. Echocardiogram was done showing incomplete unloading of the lvad. Creatinine 2.1 on admission, which is patient's baseline. Lisinopril was held prior to surgery and patient was started on carvedilol for blood pressure (bp) control. The patient was taken to the operating room (B)(6) 2018 for lvad exchange. Hm2 was removed and found to have visible thrombus on the lvad inflow stator. Hm3 was implanted. It was found that the valve leaflets appeared to be normal, but the annulus was severely enlarged. 2-0 ethibond plegeted sutures were placed circumferentially in the annulus. The annulus was then sized. A 30 mm physio ring was then placed. Bioprosthetic valve placed. Resolved with sequelae and medication charges, lvad exchange, aortic valve replacement and tricuspid valve repair). The patient was transferred to intensive care unit (ICU) and remained there until (B)(6) 2018 when he was moved to step down floor. The patient continued to do well and restarted on warfarin. Discharged to home on aspirin and warfarin on (B)(6) 2018 with home health, occupational therapy and physical therapy to follow. No additional information provided.

Manufacturer narrative:
Approximate age of device- 2 years and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for suspected device thrombus. The patient¿s inr was 2 on arrival, with a goal of 1.8-2.5. The patient reports symptoms of swelling in legs, fatigue and shortness of breath. The patient¿s plasma free hemoglobin 41 g/dl (hgb) the patient is on heparin drip prior to pump exchanged that was performed on (B)(6) 2018. No additional information provided.

Event description:
Additional information from a source review reported suspected device thrombosis that the patient experienced. Post-operative cardiogenic shock and respiratory failure reported on (B)(6) 2018. Acute blood loss anemia with last packed red blood cells (prbc) transfused on (B)(6) 2018. Acute kidney injury with creatinine picked at 4.4 g/dl. No additional information provided.